Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. During deployment of the stent graft, the quick disconnect would not release. The quick disconnect pulled back about 1/2 inch then stopped. The physician was able to place the stent graft correctly and remove the delivery system out of the pt without incident. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Results - excess glue on the inner member. The delivery system was returned and its eval has been completed. During eval, the quick disconnect would not retract and appeared stuck. Excessive force was used to overcome obstruction before the quick disconnect retracted all the way back. Cured glue was evident on od of middle member adjacent to glue port; indicating excessive glue was not wiped out during mfg process. The root cause was determined to be caused by excessive glue on the od of middle member at the back end, which interfered with tapered tip recapturing mechanism.